Manufacturer narrative:
Batch reviews performed on 06 june 2016. Lot 104050: (B)(4) items manufactured and released on 10 march 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Versafitcup double mobility liner ø 50/28, code 01.26.2850m, lot. 104181 (k083116) (B)(4) items manufactured and released on 16 february 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 06 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The surgeon swapped the cup and liner. The surgery was complete successfully. X-rays and explants are not available.